Manufacturer narrative:
Further information will be provided upon manufacturer's investigation.

Event description:
It was reported that the paddles on stedy were stiff to use. Upon inspection, it was found that roll pins on both sides had sheared causing internal scoring. No patient involved, no injuries were reported.